Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient met with a representative for a one month post-surgery follow-up. Approximately two weeks prior to this visit, the patient started experiencing extreme pain and discomfort in their left side back (thoracic region). This pain was new in nature and was not present prior to the implanting surgery. The patient noted that it seemed apparent the pain was post surgery implant related. The patient's healthcare provider claimed that this pain had nothing to do with the surgery they performed; the healthcare provider attributed the pain to something with the simulator device, settings, other things like a fractured rib. The patient was sent out to the lobby to work with the representative in an attempt to find a remedy to the pain. Through unsuccessful manipulation and failed attempts involving the controller, the representative and healthcare provider were informed that the patient experienced no vibration or stimulation with the exception of their left leg and left side back area. During this visit, the healthcare provider suggested and ordered an intercostal nerve block as a pain management trial. A different healthcare provider noted that the pain might be related to positioning of the left spinal simulator lead. Chest x-rays were also obtained at this visit. With no resolution of the pain problem, this matter was discussed with their primary care physician, who ordered an MRI. A nurse thought that the problem could be with the simulator lead, and that it might require adjustments. An MRI was performed, and the results showed indications of edema not present prior to surgery. The edema was extreme and "debilitating." It was the patient's contention that the surgery, faulty lead placement and lack of effectiveness of the spinal cord stimulator was the proximate cause of the pain. This pain had not been resolved. The patient was later informed that the implanting physician had retired and closed their practice as of (B)(6) 2024. The patient was never informed of the closing and they were left with no further communication with the healthcare provider's office. The patient noted that unfortunately, as the representative did not communicate the issues or otherwise discuss the problems with the simulator and the results of the non-effectiveness of the stimulator with the healthcare provider, the patient was left with the post-surgical pain.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2024; d10: the lead's serial number is either (B)(6); at this point, the specific lead is unknown.   Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that x-rays were taken on (B)(6) by a neurosurgeon indicating that the leads were improperly positioned during the initial surgery with a different healthcare provider (hcp). The patient stated that the actions that will be taken to resolve the lead position, pain, edema, and stimulation issues involved either a surgery to remove the implantable neurostimulator (ins) system completely or to replace/reposition leads at a date that has yet to be announced. They are currently going through trigger point injections. The ins has been deactivated. The issue has not been resolved as they are either pending surgery to either remove and replace leads or to remove the entire system. The patient stated that the battery and leads are still in place.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# unknown implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. The patient noted that the edema was over the left lead site.

Event description:
Additional information received from the patient. It was reported that the patient's spinal cord stimulator was clearly defective. A healthcare provider noted that the patient's pain might be related to the positioning of the left lead, or "fault device indications." The patient noted that they would require future medical treatment, through pain management.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# unknown implanted: (B)(6) 2024: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient needs to reactivate their therapy because of a coming MRI and needing to get in contact with a mdt rep. Patient mentioned their previous rep is not longer with mdt. When asked about patient's therapy, patient mentioned they're in the process of removing the implant however, they still have some pain on their left region and will be having an MRI as part of the treatment before the surgery to alleviate the pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) via medical records. The medical records from (B)(6) 2025 state that the patient reports a long history of low back pain with radiation down bilateral lower extremities with paresthesia. Reports minimal benefits with the stimulator. A few weeks after surgery the patient started to experience an increase in low back pain and swelling on the left side. The patient underwent a sympathetic nerve block. The MRI from january 2025 states l2-l3 endplate irregularity/erosion with bone marrow edema and disc space signal altercation can be degenerative in nature, however discitis can have a similar appearance. Bilateral neuroforamina narrowing at l2/l3 through l5/s1 was seen, along with lumbar spondylosis resulting in significant spinal stenosis at l2/l3 through l4/l5. The patient may eventually require conversion to paddle lead. A chest x-ray saw that the neurostimulator is present in the thoracic spine with pulse generator overlying the right upper quadrant with no acute rib fracture. The patient had fluoroscopically-guided t9, t10, t11, t12 intercostal nerve block. After stenting with a replacement, patient developed left-sided flank/thoracic posterior chest wall pain. Patient was evaluated by the hcp and was referred to interventional radiology for t9-t12 intercostal block. Patient had tenderness immediately over the lead to the left of l3 vertebral lesion is palpable. Prior to the procedure, the patient had point tenderness immediately over the left spinal stimulator lead adjacent to l3. Post procedure, patient had some improvement of their symptoms. If the patient does not respond to the intercostal block, it is possible that the patient is having pain related to the positioning of the left spinal stimulator lead. The MRI results were as follows: l2-l3 endplate irregularity/erosion with bone marrow edema and sic space signal alteration can be degenerative in nature, however discitis can have a similar appearance. Lumbar spondylosis resulting in significant spinal stenosis at l2/l3 through l4/l5. There was bilateral neuroforamina narrowing at l2/l3 and through l5/s1. In the hcp visit summary from (B)(6) 2024, the patient was seen for the post-operative appointment and complained of left low thoracic pain. They described the pain as ¿getting kicked in the left ribcage.¿ the onset of pain occurred multiple weeks postoperatively. The patient reported their pain below the umbilicus was improved with their dcs (dorsal column spinal cord stimulation). The patient noted they are on permanent disability. The patient appeared to be recovering well postoperatively and was responsive to dcs treatment.